Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not detect the cartridge. Additionally, it was reported that the pump touch screen was sometimes unresponsive. Customer's blood glucose level ranged between 43-133 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.